Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4568 implantable pacing lead 2000 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high impedance in bipolar and unipolar, oversensing in unipolar, and high threshold in all configurations. The lead was capped and replaced. No patient complications have been reported as a result of this event.